Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that she had high blood glucose level. The customer's blood glucose level was 560 mg/dl at the time of incident. The customer's current blood glucose level was 400 mg/dl. The customer reported that the insulin pump was under delivering. The customer had symptoms such as headache, nausea and confusion related to high blood glucose level. The customer was treated with injection for high blood glucose level. The customer removed reservoir, did rewind, reinserted reservoir and ran load reservoir and fill tubing with current set and found that insulin exited. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.